Event description:
A 40cc intra-aortic balloon catheter was placed in pt after cardiac surgery. Fifteen hrs later the balloon ruptured and the pt's blood pressure began to drop. The iabp was removed and a 34cc balloon was placed. There was no pt injury or adverse effects. The cause of the rupture is unknown at this time.